Event description:
It was reported the patient has had three to four catheter breaks {refer to manufacturer report # 6000030-2012-00116 regarding catheter break in 2002}, gone through withdrawal, and the hospital ¿missed the whole thing and the patient¿s family was with her for 2-3 days and she was having hallucinations and everything.¿ however, it was unclear when these breaks occurred and interventions or outcome were also not provided. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The pump was being used to deliver baclofen.

Manufacturer narrative:
(B)(4).